Manufacturer narrative:
The pump alarmed motor error during the rewind due an out of phase motor encoder signal. Unable to perform the displacement test, verify the motor position encoder error alarm or perform the basic occlusion, occlusion, prime, excessive no delivery, unexpected restart, self-test or all operating current measurements due to the constant motor error alarm. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.